Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca and a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar flash memory failure modes. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem was resetting.